Manufacturer narrative:
Analysis of the pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
A critical alarm due to motor stall was reported. The pump logs were checked and showed a motor stall without recovery on the date of this report, estimated eri was 21 months. It was stated that reprogramming could not solve the issue. Patient was hospitalized and the physician was advised to program the pump to minimal flow rate. Patient was to get oral drugs and a pump replacement was scheduled for the following week. Patient status at time of this report was indicated as ¿alive - no injury/no adverse event¿; patient did not report of any signs and symptoms due to the stall. Drug delivered via the pump was morphine 20mg/ml at a daily dose: 7.993 mg/day and calculated flowrate: .39 ml/day. Follow-up information received later indicated that as of (B)(6) 2013 patient continued to be substituted with oral medication and was being closely watched. The decision about pump replacement was expected within the next few weeks. Cause of the stall and whether the stall recovered was unknown. Patient was doing fine.

Event description:
Additional information: it was later reported that the pump was replaced (B)(6) 2013. Pump logs indicated a motor stall recovery on (B)(6) 2013. Patient was doing very well, and receiving effective therapy with current daily morphine dose of about 3.7 mg, patient is doing much better, oral medication was greatly reduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.